Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 409258 implantable pacing lead implanted: 2008 (B)(6); product ID 407645 implantable pacing lead implanted: 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was interrogated prior to a device replacement procedure and the device longevity estimate was 22 months, however, the battery voltage was below the elective replacement indicator (eri) trigger and the device was pacing in a ventricular-only pacing mode at 65 beats per minute. A power on reset (por) was suspected or possibly "false eri." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.